Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4) ; attempts to submit this document were made on 10/26/2015 and 10/28/2015. It attempted to resolve the esg issue and this was resolved under ticket # (B)(4) on 11/06/2015. (B)(4).

Event description:
As reported to coloplast, though not verified, patient was implanted with a competitor's product, coloplast omnisure and restorelle dfa mesh on (B)(6) 2010. Later the patient experienced recurrent prolapse, dyspareunia, pelvic pain, pelvic relaxation, bleeding, vaginal scarring and lower left quadrant pain. Enterocele repair and vaginal vault suspension with sacrospinous ligament suspension of the anterior compartment and placement of a competitor's product were performed on (B)(6) 2011. An excision of mesh and mesh anchors, enterocele and cystocele repair and perineorrhaphy with cystoscopy were performed on (B)(6) 2012. A laparoscopic bilateral salpingo-oopherectomy with lysis of adhesions and enterocele adhesiolysis were performed on (B)(6) 2012.